Event description:
It was reported that the pacemaker device triggered a lead safety switch (lss) due to a high out of range pace impedance measurement greater than 3000 ohms on this right ventricular (rv) lead. As a result, the pacemaker automatically switched this rv lead from the bipolar to the unipolar pacing and sensing configuration. It was noted that there were no stored episodes associated with the lss which indicated the presence of noise. The following day after the lss, the pacemaker exhibited noise on this rv lead which was oversensed resulting in pacing inhibition and associated asystole of approximately three (3) seconds. It was indicated that the unipolar sensing configuration contributed to the oversensing. The patient was subsequently brought into the clinic for evaluation. The healthcare provider (hcp) indicated that no noise was able to be elicited via isometric and pocket manipulation testing and this rv lead was programmed back to the bipolar pacing and sensing configuration. Boston scientific technical services (ts) noted that there were no other episodes showing abnormal function and all other lead diagnostics were normal and stable. Ts indicated that the sudden high out of range pace impedance measurement appeared to be an isolated incident and recommended continued monitoring for subsequent events. Additional information was received that the full pacemaker system, including this pacemaker device, this rv lead and the right atrial (ra) lead, were subsequently explanted due to noise observed on both this rv lead and the ra lead. The pacemaker device was also noted to be close to reaching normal battery depletion. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).